Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was not confirmed during sample evaluation. Service inspected the power cord and found no issues. Therefore no repairs performed for the reported condition.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.